Event description:
It was reported that upon entering the room, the nurse noted the syringe module to be off, the infusion had stopped, and the pcu displayed a 'channel disconnect' alarm with the message "channel(s) have either been disconnected while in operation or have a non-recoverable error. Press confirm¿. Dopamine was infusing on the device at the time. The unit was replaced with a second syringe module and a channel disconnect alarm again occurred with the second unit. No patient harm occurred as a result of the event, as the stopped device was found in a timely manner. The user sent the syringe modules and the pc unit to biomed for investigation.

Manufacturer narrative:
Additional information provided: cont'd from a.4: 0.39 kilograms the customer¿s report of a channel disconnect was confirmed in the pcu log files. Physical inspection of the device noted the instrument seal broken. Iui connecters on syringe module and mating devices (syringe module and pcu) were found to be dull with a contaminant film on the contacts. There were no other anomalies observed. An in depth analysis of the pcu log files were conclusive of 2 channel disconnect events on 03 & 04 may 2019, not on the date of reported incident of 06 may 2019. ¿ only 1 syringe module was found in pcu logs to have experienced the channel disconnect. S/n: 14567661. Channel disconnect did not affect syringe module: s/n: 14562541. ¿ while testing, there were no observed channel disconnections on device while ambulating around the building. Channel disconnect events are difficult to replicate because of the inherent wiping action that takes place on the contacts when connecting and disconnecting the modules. ¿ the source device was functionally tested and programmed to infuse overnight. No anomalies were observed during testing. The probable cause of the customer¿s report of channel disconnect is believed to be the result of a contaminant film observed on the contacts of the iui connector. In addition to the film on the contacts, the module release latch was sticking and may not have latched the modules properly which could have contributed to the disconnect event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, no patient details: dob, age; gender; weight; or diagnosis were available.

Event description:
It was reported that during a patient's dopamine infusion, the syringe module had a channel disconnect alarm. The unit was replaced with a second syringe module and a channel disconnect alarm occurred with the second unit. No patient harm occurred as a result of the event. The user sent the syringe modules without the pc unit to biomed for investigation.